Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No defects or anomalies were observed with the arrow raulerson syringe (ars) or 18ga introducer needle. The kinks on the guide wire measured 555mm and 570mm from the proximal end. The guide wire total length measured 603mm, which was within the specification limits of 596mm-604mm per the guide wire product drawing. The kink location and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter measured 0.793mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The cannula inner diameter measured 0.041" via calibrated pin g uage, which was within the specification limits of 0.041"-0.043" per the cannula product drawing. The cannula outer diameter measured 0.050" via calibrated micrometer, which was within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The guide wire was inserted through the ars and introducer needle as per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle" and no issue was observed. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle and the spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle and the spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).